Manufacturer narrative:
The device was received with unresponsive up arrow due to corroded keypad traces. The device was received with cracked display window corners, display window and belt clip slot. The device was received with minor scratched lcd window. The device was received with stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had unresponsive keypad on their insulin pump. No further information provided.